Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented to the emergency room. Upon examination, the patient's implantable cardioverter defibrillator (ICD) was found to be in back-up mode. Inappropriate shock was also reported. The cause of the back-up mode is unknown. The ICD was successfully restored, but upon performing the corrective changes, prior egms were found to be missing. The patient was discharged and no additional patient consequences were reported.